Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a cesarean section on an unknown date and topical skin adhesive was used. One month later at the follow-up examination, it was found that the color of the skin adhesive applied part had turned brown. Additional information has been requested.